Manufacturer narrative:
The insulin pump was received with no up and down button response due to corroded up and down keypad traces. No ramping number on their own or scrolling bar moving anomaly noted. The insulin pump was received with crack case on top right bottom left and right corners near display window, crack reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 6.5 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.